Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the photo depicts a device with a piece of balloon in its grasp. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon burst during use. After inflation, surgeon stated he felt the balloon like it had deflated. Instrument removed and confirmed that the balloon had ¿popped¿. When dissecting tissue prior to mesh implantation, a fragment of the balloon was retrieved. Further inspection found all fragments had been retrieved. No patient injury has been noted.